Event description:
The mother of the pt reported that her son was hospitalized in 2001. She stated her son was hospitalized for diabetic ketoacidosis. The pt's mother knew that he had diabetic ketoacidosis because he started throwing up profusely. The pt had a kink in his tubing which cut off his insulin supply. The infusion device did not provide an occlusion alarm. His blood glucose level registered "hi" (typically greater than 500 mg/dl) on his blood glucose meter. The pt's normal blood glucose level is in the 120-130 mg/dl. The pt was admitted to the intensive care unit where he was placed on an insulin drip. The pt no longer has the infusion device involved in this issue because it was returned to the MFR for a technical inspection.

Manufacturer narrative:
Product not returned for evaluation.